Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported a short battery life or a low battery alarm no harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed pump error 25 on 6/18/2024 2:00:00 pm and replace battery now alarm on 6/18/2024 7:00:00 pm. The power management graph confirmed pump error 25 and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, serial number label missing, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. The pump trace download analysis confirmed the pump alarmed pump error 25 and replace battery now alarm due to connector resistance j6 /pcb 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.